Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: oozing noted at impella site around impella sheath. The cause of the access site adverse event was user related as patient movement was the issue which occurred after transfer to ICU and the patient was rolled to replace sheets.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced oozing from the impella insertion site around the sheath through the tissue tract. The nurse confirmed there was no hematoma present. The patient had been on a heparin drip prior to undergoing the impella procedure in the cath lab. Pre-operative partial thromboplastin time (ptt) was 87, and the patient remained on the heparin drip post-procedure as per the cardiologist¿s instructions. The patient outcome is still to be determined as the patient remains on support.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced oozing from the impella insertion site around the sheath through the tissue tract. The nurse confirmed there was no hematoma present. The patient had been on a heparin drip prior to undergoing the impella procedure in the cath lab. Pre-operative partial thromboplastin time (ptt) was 87, and the patient remained on the heparin drip post-procedure as per the cardiologist¿s instructions. The patient outcome is still to be determined as the patient remains on support. Additional information 29-dec-2026: it was reported that the patient's care was withdrawn, and the patient expired. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
This report is being submitted to update explant date and to report patient outcome. B2. Was updated to report death and date of death. B5. Is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b. Is being updated to include explant date. H1. Reportability type was updated to report patient outcome of death. H6. Health effect - impact code f02 death has been added.